Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿

Event description:
We received a notification via abiomed¿s long-term outcome and quality indicator impella registry regarding a patient that endured hemolysis with a "probable" relationship to the impella device used: ¿the patient developed hemolysis. Peak ldh 957 u/l (26 feb 2024); peak total bilirubin 1.4 mg/dl ((B)(6) 2024) admission total bilirubin 0.7 mg/dl; total hemoglobin on admission 15.3 g/dl, nadir 7.8 g/dl (1 mar 2024) nadir on impella 8.3 g/dl (19 feb 2024).¿ the patient recovered with no sequelae.

Manufacturer narrative:
The investigation of hemolysis has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. H.6 code 4755 was reported incorrectly on manufacturer device report 1220648-2024-13148. New code was added to component code.

Manufacturer narrative:
B5 revised with additional information received from the clinical site h6 health effect - clinical code revised to reflect the additional failure mode added. G1 reporting contact email. Revised on manufacturer device report 1220648-2024-13148 in accordance with updated procedures.

Event description:
Additional information received via abiomed¿s long-term outcome and quality indicator (loqi) impella registry regarding a patient that endured ischemic stroke with a "definite" relationship to the impella device used: ¿impella 5.5 removed (B)(6) 2024 and patient sent back to ICU where they developed right-sided weakness. A code stroke was called, and subsequent imaging reveals bilateral subdural hematoma (CT- head (B)(6) 2024). Heparin infusion and aspirin held (asa eventually resumed for high-risk infarct post-CABG). MRI ((B)(6) 2024) reveals small areas of diffusion restriction consistent with acute infarcts.¿ the patient- not recovered/not.